Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis found that the battery release and lead flex cover were contaminated. It was also noted that the ring was missing, the two side bails were bent, the ring cover and the two side bail covers were broken and the upper and lower cases were broken.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.